Event description:
The following has been reported:biomed reported: 9243107690service need alarm send to depotreceived at depotconfirmed pump problem error wait for log reviewpreliminary investigation: pneumatic valve leak failure (valve 2)pneumatic fail at startupreplaced full pneumatics systempump placed in bring up mode and sent to the test linepass all stations of the test line front housing provisioned pump to 08 server sent to charge and wait for herathermloaded into heratherm @ 18:30 07/02/2026pulled from heratherm @ 06:30 07/03/202624 hour dwell - completelvp burn-in test accuracy test - passelectrical safety test - passprovision pump to mayo serverreturn to servicesoftware update completea preliminary review identified the following issue: pneumatic valve leak failure (valve 2)unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.the device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.